Event description:
It was reported that while during surgery the surgeon noticed motion between poly and humeral tray in rotation. There was no report of patient harm.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02179. Concomitant medical products: item#: 110031399, mini tray std cocr +0 offset; lot#: 65377508. Item#: 110031418, cr prolong 36mm brng std; lot#: 65255347. Item#: 110031399, mini tray std cocr +0 offset; lot#: 65377508. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.